Event description:
Customer reported that the pt's hr dropped to 44. The ge monitor sat read 100% and it was tracking with the hr. The pt was pink initially and then lost "some" color. The staff noted that the sats never appreciably changed from 98-100%. After about 1 min, the hr recovered to approx 120. A few hrs later, the hr dropped to the 50s. Monitor read 100% sat. This time, the hr did not increase quickly and the sats continued to read 98-100%. The pt became blue to gray and the md voiced disapproval of the sat reading. The site was changed though this did not effect the sat reading. The md requested the nellcor monitor. The sensor was not changed and it was placed on the right foot. The nellcor initial reading was 70% sat and it was corresponding with the hr. The pt's hr increased and the nellcor sats increased incrementally. Bili lights were being used, however, the pox sensor was completely shielded with a posey wrap. Location of probe on the infant was post ductal. The left foot was the original site. It was moved to the right foot after a problem was detected. The nellcor monitor was placed on the right foot with the same sensor.

Manufacturer narrative:
Part returned to ge for investigation and it was determined that the care unit is utilizing wrong spo2 interconnect cable p/n 407252-002 with tram 451n modules. Spo2 interconnect cable p/n 407252-002 is incompatible with the tram 451n modules and may result in incorrect spo2 values. The p/n 407252-002 cable connector is keyed and this key does not match the keying on the 451n oxismart tram module. In order to connect the cable to the monitor the key would need to be defeated (i.e. Broken). Ge healthcare confirmed that both neonatal ICU and hospital have been purged of incompatible spo2 interconnect cable p/n 407252-002. Cables have been replaced with compatible 200644-001 nellcor spo2 interconnect cable. Spo2 tram module and cable compatibility is adequately described in labeling via the solar 8000m pt monitor operator's manual, version 4, 2000701-107 chapter 14, "spo2": section "introduction", subsection, "module and probe compatibility", "warning", "tram 451n and tram 851n modules require nellcor oxismart xl cables and probes. Older (non-oxismart xl) cables must not be plugged into the spo2 connector on these modules. Use of non-oxismart xl cables may result in erroneous readings." And "note"; the spo2 cable should plug into the module's spo2 connector easily and securely. Do not use excessive force to connect the cable. If the spo2 cable does not easily fit into the spo2 connector on the module, it is likely that you do not have the appropriate cable for that module."